Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus during a therapeutic endoscopic procedure, the waterjet plastic cable activated the air button and caused a pneumothorax to the patient before the staff realized what happened. The screen lock was programmed by the olympus representative to prevent further incidents. A request for additional information is in progress.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the legal manufacturer¿s investigation and the device history record (DHR) review. New information was added to the following fields: the DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The subject device was not been returned for investigation; therefore, the root cause of the reported event could not be conclusively determined. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the water supply tube containing liquid touched the tap panel and caused an erroneous reaction. The instructions for use (IFU) states the following: 4.1 precautions for use ¿ keep the cord connected to the high frequency cautery power supply away from the touch panel of this product. At high frequency output, the touch panel of this product may malfunction. 8.2 how to identify and deal with abnormalities event: the touch panel does not respond, or the button responds even though it is not pressed. Correspondence: the touch panel is wet. Wipe off the touch panel. Olympus will continue to monitor the field performance of the device.